Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they had fallen. The patient also indicated that they landed in a bad position, with their arm above their head. The patient then began feeling nerve stimulation and a jolt sensation in their neck. After presenting to the emergency room, it was determined that the right atrial (ra) lead had become dislodged. Reprogramming was performed to temporarily program the lead off, to prevent any further pocket/nerve stimulation. A lead revision was performed to reposition the lead. The ra lead remains in use. No further patient complications have been reported as a result of this event.